Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/27/2024, it was reported by a sales representative via phone that an ar-3670 fibertak biceps implant system had the drill got caught on the slit of the drill guide. Nothing broke inside the patient, and debris was produced only on the outside of the patient. Another ar-3670 fibertak biceps implant was used from a different lot with no issues. There was no case delay. This was discovered during a biceps tenodesis procedure on (B)(6) 2024, with no reported patient harm.